Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement out of range. It was noted that the device was beeping. The patient was to be seen in clinic the following day for the rv lead. The rv lead and device remain in service. No adverse patient effects were reported.